Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of fluid leak (B)(4) for the period of mar 2021 through feb 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a delamination partial of the valve (cohesive failure) and observed a cracked valve seat diaphragm valve. Additional observations: ¿ crease flat observed on the device. No further actions are required as the device was implanted.